Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the 14fr esheath tip very nearly separated from body of sheath. It is unclear when or how this occurred during the procedure. It is possible that the sheath tip caught and ripped circumferentially on a piece of calcification. It was noticed that a piece of the sheath was hanging off the tip of the sheath after the sheath was removed from the body. A second sheath was opened up and expanded to compare and ensure all pieces of used sheath were present. Upon review with physicians, no piece appeared to have broken off from the sheath. There was no injury to the patient, and the patient left in stable condition. There was some difficulty inserting the sheath into the patient, as the vessel was slightly tortuous. There was difficulty pushing the sapien 3 valve and commander delivery system through the sheath, and there was a ¿pop¿ was the valve went through. The valve was able to be implanted. There was no difficulty removing the delivery system from the sheath, as the balloon was under negative pressure with the syringe. There was no difficulty removing the sheath from the patent.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The edwards esheath introducer set was returned to edwards for evaluation. During visual inspection, protrusion marks from possible valve interactions were observed. The sheath tip was opened vertically and the score lines were present. A circumferential tear of the distal tip was confirmed. The sheath expanded as designed. Evidence of rotation of the sheath was observed. The marker band was noted to be intact. Additionally, minor soft tip damage and scratches were seen along the sheath shaft. During manufacturing of the esheath introducer set, the device and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Due to the nature of the complaint and condition of the returned device (torn distal tip), no dimensional inspection or functional testing were able to be performed. A device history records review was performed on work orders related to the manufacturing of the device and its components that could potentially contribute to the complaint. The review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no other similar complaints. A review of complaint history from september 2018 to august 2019 revealed additional similar returned complaints for the esheath. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The occurrence rates did not exceed the august 2019 control limit for the applicable trend categories. Imagery was provided that showed the patient anatomy which appeared to be both tortuous and calcified. A review of the esheath IFU, commander device preparation training manual, and commander procedural training manual was performed. The esheath is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath into the patient. The operator is advised that push force can vary due to the angle of insertion, vessel diameter, tortuosity, and degree of calcification. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on visual inspection of the returned device. A definitive root cause is unable to be determined at this time. If the sheath tip does not expand properly, resistance and subsequent tearing of the sheath tip can be encountered when pushing the delivery system/thv through the sheath tip.  Investigation to determine the root cause of the issue is in progress. At this time, it is unknown if the sheath tearing observed on this complaint device is caused by a manufacturing defect. A risk assessment was previously performed that captures assessment of the risks associated with the failure mode, the status of the root cause investigation, and deferment of CAPA decision pending further investigation.